Event description:
The valve was explanted to be able to place a composite graft. The pt had a large type a dissection extending on the right lateral side down to the aortic prosthesis. The valve appeared to be well seated prior to explant. The valve was replaced with a 23cavg-404.